Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 350cc mentor siltex contour profile high saline breast prostheses, suffered right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On may 24, 2021, mentor received additional information indicating that the patient's outcome post revision surgery was that they improved. On (B)(6) 2021, mentor received additional information indicating that the patient had undergone bilateral removal and replacement with the following devices: (right) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 9538588 sn: (B)(6) and (left) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 9541245 sn: (B)(6). On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal silt contr diap pkg 350cc breast implant had a tear on the posterior view, measuring approximately 1.6 cm. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).